Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous veno-venous hemodiafiltration (cvvhdf) using a prismaflex m150 set, air bubbles were observed in the pre-blood pump line (pbp), specified as ¿where the pbp line enters the cartridge to the pbp¿. The reporter ¿tapped¿ the line and it was reported ¿the air bubbles are continuously being produced¿. Treatment was discontinued with returning the extracorporeal blood to the patient. It was reported the set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.